Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a drill bit broke during a trochanteric fixation nail (tfn) procedure to repair a left hip fracture on (B)(6) 2017. During the procedure, after the nail was already implanted, the surgeon proceeded to drill for the lag screw. The lateral cortex had already been drilled, and when the surgeon was step drilling/advancing the drill, the 10 mm end of drill tip broke off in to the femoral neck. There was reported forty (40) minute surgical delay related to fragment retrieval. It was confirmed that no fragments remained in the patient. Additional x-rays were required to confirm all fragments were retrieved. Subsequently, a better reduction was achieved, and a new set was available for use. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: competitor¿s power drill (quantity 1), guide wire (part #357.399, quantity 1), unknown left tfn (quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Guide wire not a concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is believed that due to the guide wire being bent, there was a loss of reduction during the surgery, causing the drill bit to break. Previously reported concomitant guide wire should be a complained part. This is report 1 of 2 for (B)(4).